Event description:
It was reported the pt was sore at the ipg site and the pain had recently begun to radiate into her ribs. The physician surgically placed the ipg deeper into the same pocket to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.